Manufacturer narrative:
The battery cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump had an intermittent power issue associated with being unable to tighten the battery cap. Reportedly, the battery cap threads were stripped and the top of the cap was worn. The reported denied any damage to the battery compartment. The power issue was determined to be solely due to the battery cap damage, which led to the cap not tightening properly. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2016 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 11/22/2016 with the following findings: during investigation, the top slot of the battery cap was stripped and the cap was unable to be tightened to the pump. The battery cap width and height were within specifications.